Manufacturer narrative:
Patient information was unavailable. No evaluation was performed as the site declined service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while in a cranial biopsy procedure. It was reported that the biopsy needle was not visible to the navigation system camera. Surgeon used another biopsy needle to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.